Event description:
It was reported the patient was seen in clinic for a right heart catheterization (rhc) due to low flow alarms. The patient had bleeding from their procedure site overnight and proceeded to the emergency department the next day. They were treated with lidocaine and epinephrine at the site, along with a figure-of-eight stitch. The patient's vital signs measured as a heartrate of 63, respiratory rate of 16, doppler mean arterial pressure (map) of 158, and 98% oxygen saturation on room air. The device operated as intended. Following review of the submitted log files by tech services, it appeared there were low flow events captured between 12nov2024 and 14nov2024. The low flow events occurred at times when the pusaltility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment causing the issues. It was later reported that the low flow alarms were presumed to be the result of hypertension, but the patient also received a work-up for a potential abdominal angina. The low flow alarms resolved with more adequate blood pressure control. During the low flow alarms the patient experienced dizziness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on a review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were presumed to be the result of hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the submitted revealed low flow alarms associated with elevated pulsatitlity index (pi) values. No other unusual events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension, bleeding, and peripheral thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.